Event description:
It was reported that during a cholecystectomy procedure, the clip was not fed into the jaw at the 13th firing and the jaw would not open. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.